Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2010, the patient underwent a surgery via tha with pinnacle mom at another hospital. After the surgery, a revision surgery was performed on (B)(6) 2024, due to suspicion of metallosis on acetabular side or armd. In the revision surgery, the head and cup were replaced. The revision surgery was completed successfully with no surgical delay. Although the histological autopsy of the acetabular side suggests that metallosis or armd may not be caused by mom, the black abrasion powder on the stem and head does not dispel the suspicion that it is caused by mom, and the sales rep was asked to investigate the following points. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device does not found signs of wear at the pinnacle mtl ins neut28idx48od. The implant just has signs of minimal scratches at the surface which are consistent with the explantation process. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: pinnacle mtl ins neut28idx48od product code: 121889148 lot number: 3152683 and no non-conformances or manufacturing irregularities were identified. The overall complaint was not confirmed as the observed condition of the pinnacle mtl ins neut28idx48od would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: pinnacle mtl ins neut28idx48od product code: 121889148 lot number: 3152683 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: pinnacle mtl ins neut28idx48od product code: 121889148 lot number: 3152683 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information received: b. Were there any adverse consequence/s that affected the patient because of the reported event?: no.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on (B)(6) 2010, the patient underwent a surgery via tha with pinnacle mom at another hospital. After the surgery, a revision surgery was performed on (B)(6) 2024, due to suspicion of metallosis on acetabular side or armd. In the revision surgery, the head and cup were replaced. The revision surgery was completed successfully with no surgical delay. Although the histological autopsy of the acetabular side suggests that metallosis or armd may not be caused by mom, the black abrasion powder on the stem and head does not dispel the suspicion that it is caused by mom, and the sales rep was asked to investigate the following points. Amount of wear on metal insert and head outer diameter. Amount of wear inside the head and at the stem neck. Frequency of metallosis and armd occurrence due to aml with mom. The hospital submitted the liner, head, cup, screws as impacted products. The stem has been used/preserved in the patient¿s body. The product was not returned to j&j medtech orthopaedics, however photo was provided for review. (B)(4). The photograph attached were reviewed, however does not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photograph provided is not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a surgery via tha with pinnacle mom at another hospital. After the surgery, a revision surgery was performed on (B)(6) 2024, due to suspicion of metallosis on acetabular side or armd. In the revision surgery, the head and cup were replaced. The revision surgery was completed successfully with no surgical delay. Although the histological autopsy of the acetabular side suggests that metallosis or armd may not be caused by mom, the black abrasion powder on the stem and head does not dispel the suspicion that it is caused by mom, and the sales rep was asked to investigate the following points. Amount of wear on metal insert and head outer diameter. Amount of wear inside the head and at the stem neck. Frequency of metallosis and armd occurrence due to aml with mom. The hospital submitted the liner, head, cup, screws as impacted products. The stem has been used/preserved in the patient's body. The cup is a polo product, and it has been registered in (B)(4). No further information is available.

Manufacturer narrative:
Product complaint #(B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.